Manufacturer narrative:
Physio-control provided customer with troubleshooting assistance and supplied parts information to replace device power supply assembly.

Event description:
Customer reported that the device will not operate in battery mode. There was no pt use associated with the reported event.